Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Event description:
It was reported that the clinician received an error message when attempting to update a patient's device information in the patient management system. The system indicates that the device belongs to another person. The patient was already enrolled. The patient management system remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the clinician received an error message when attempting to update a patient's device information in the patient management system. The system indicates that the device belongs to another person. The patient management system remains in use. No patient complications have been reported as a result of this event.